Event description:
It was reported that the display of rotations went black. A rotablator console was used and the pedal was pressed for 4 seconds. However, it was noted that the led screen that displays the rotations went blank but the turbine was still spinning. The pedal was then released and the fiber cable was removed and reconnected after which the device worked fine. No patient complications or involvement were reported.